Event description:
It was reported that the pump touchscreen isn't always responsive and required multiple presses to get the pump to respond. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.